Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing causing device to detect atrial arrhythmias. It was also reported that the right ventricular (rv) lead exhibited one undersensed ventricular beat. The leads remain in use. No patient complications have been reported as a result of this event.